Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6), 2011 as part of the (B)(6) clinical study. On (B)(6), 2011, the patient underwent their second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6), 2011, approximately one day after the second bronchial thermoplasty treatment, the patient presented to the hospital with an upper respiratory infection. The patient was treated medically with levaquin and was not hospitalized as a result of this event. Reportedly, the event is still continuing.

Manufacturer narrative:
Study: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011 as part of the post approval (B)(4) clinical study. On (B)(6) 2011, the patient underwent their second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2011, approximately one day after the second bronchial thermoplasty treatment, the patient presented to the hospital with an upper respiratory infection. The patient was treated medically with levaquin and was not hospitalized as a result of this event. Reportedly, the event is still continuing. **additional information received** the patient was treated medically with levaquin (500mg qd) and a tapering dose of prednisone (40mg) from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2011, the event resolved. Baseline spirometry values: visit date: (B)(6) 2011. Pre-bronchodilator: fev1: 2.31, fev1 % predicated: 68.96, fvc: 3.97, fvc % predicated: 95.66. Post- bronchodilator: fev1: 2.21 - fev1 % predicated: 65.97; fvc: 3.65 - fvc % predicated: 87.95.

Manufacturer narrative:
(B)(4):the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.